Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the most probable cause of the reportable event of a white screen with no image, an image white out was caused by a component failure. Foreign objects in the air water tube also occurred, but a definitive root cause for this could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a white screen with no image, an image white out, and foreign objects in the air water tube. There was no patient involvement.